Event description:
The device was used during transport of a pt from the CT dept to the ccu dept. During transport, the device was used to administer defibrillator shocks and then external pacing to the pt. After approx 44 mins, the device displayed a svc indicator and reportedly failed to pace the pt. Another device was made available and used to continue treatment of the pt. The pt was not resuscitated. The rptr indicated that the pt's outcome was not related to the use of the device. This opinion was based on an assessment of the pt's condition.

Manufacturer narrative:
Physio-control continues to investigate the reported event.